Event description:
Report received from the USA stating that during a equipment check, "exposed cord wires" were observed on the device. The device was not being used in surgery. There were no injuries or medical intervention reported. No additional info is available.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to improper handling. The event was confirmed. If additional info is received, a supplemental report will be sent.